Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2026-00141 was sent in error. This event was previously reported via MFR# 2243072-2026-00139.

Event description:
It was reported by the customer that assessing her child's IV and noticed it was wet. Verbatim: rcc received a complaint via email. A nurse at our xx location shared with me her concerns regarding this device that occurred last night. She was assessing her child's IV and noticed it was wet - during her assessment she determined it was not leaking from the site - but rather from where the tubing connects to the yellow end piece that connects to maxzero. She forgot to keep the IV catheter for me."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.